Manufacturer narrative:
The reported device has been returned to conmed for evaluation. The evaluation has been intiated but not yet finalized. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
This report is created due to the receipt of a medwatch report ((B)(4)) received from the FDA on (B)(4) 2018. The medwatch report received indicated an issue with the vcare, medium (34mm) cup, item 60-6085-201a lot # 201805151 that occurred during a robotic-assisted total laparoscopic hysterectomy procedure on (B)(6) 2018 involving a (B)(6) female weighing (B)(6). It was reported a medium vcare uterine manipulator was inserted into the uterus. The vcare was attached to the cervix. The vascular pedicles were then mobilized laterally off of the cervix. A circumferential colpotomy was performed along the vcare ring. While attempting to get the large uterus and cervix out vaginally, the vcare fell apart. The green section (cup) and balloon were inside the uterus but were successfully taken out, all pieces were removed and accounted for. It is indicated that bilateral salpingo-oophorectomy, lymphatic mapping with bilateral pelvic sentinel lymph node excision , left pelvic lymphadenectomy and a mini-laparotomy were also being performed. There is no indication of impact or injury to the patient. To date, although multiple attempts have been made to gather additional information, no information has been provided. When additional information is provided, reportability of this incident will be reassessed. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The complaint is confirmed. One 60-6085-201a was received in opened original packaging, the reported catalog and lot numbers were verified. Visual inspection of the device found that the vaginal cone, cervical cup, and the uterine balloon were dismantled from the device. The balloon was inspected and found that a piece had torn off the side and remained attached to the lumen of the device. This tear does not appear to have caused the balloon to pop or leak, but rather is a result of being ripped away from the device. The complaint states that this occurred during the removal of the uterine, which may have caused enough resistance to have ripped the cone off and the resulting dismembering of the device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows two complaints for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of nine complaints, regarding nine devices, for this device family and failure mode. During this same time frame 433,952 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00002. The instructions for use (IFU) provides the user with information regarding the proper care and use of this device. It is standard medical practice to inspect and/or test all medical equipment prior to use. The IFU also advises the user is of warnings, cautions and techniques including the following: reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. Warnings: failure to separate the vaginal cup from the tissue may result in detachment of the cervical cup and/or patient injury. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. Check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove vcare and replace it with a new vcare unit. The user is advised not to use this device for removal of the uterus. The instructions for use (IFU) states that the device is for manipulation only. This issue will continue to be monitored through the complaint system to assure patient safety.